Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion". According to the customer: "continuous infusion of chemotherapy 240ml in 24h, 10ml/h for one residual of 20ml."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: we verified in the history of use of the equipment that the user on 07/12/2023, at 15:32:49 programmed the volume of 240ml. Maintaining the flow rate of 10ml/h as recorded at 15:34:44. The infusion was started at 15:34:44. The amount already infused that was not reset was 300.36ml. On 07/13/2023, the user tried three times to use a function of the equipment that can only be used with the infusion stopped at 16:26:45, at 16:26:49 and finally at 16:26:53. The equipment issued alarms informing this at these times. Then at 16:27:00 the user stopped the infusion. The amount infused at that time was 523.36ml. The actual volume infused was 223 ml and the total time was 00h52min16. The user informed that he programmed an infusion volume of 240ml and that there were 20ml left to be infused. Error of -8.70%. To verify the performance of the equipment, we perform a functional test using the information provided by the user. Programmed flow: 10ml/h. Programmed volume: 240ml. Scheduled time: 24 hours. Infused volume: 246ml error: +2.50%. Infusion time: 24h00min16 error: +0.02%. Result: approved. There is no evidence of infusion error in the history of equipment use. The result of the functional test indicates that the equipment is working according to the accuracy specified for it. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.